Manufacturer narrative:
(B)(4).

Event description:
There have been no additional issues reported.

Manufacturer narrative:
Device evaluation summary: the pump investigation included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. Based on the investigation, the reported event could not be confirmed. Internal complaint number: (B)(4).

Event description:
The patient reported that they were breaking out in hives and the pump was not working as they were receiving inadequate pain relief. The pump was explanted on (B)(6) 2016 and returned for evaluation.